Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that device removal difficulty occurred. The target lesion was located in the coronary artery. A 190 cm mt filterwire was selected for use. During the procedure, it was noted that the peel away sheath could not be removed and was stuck in the sheath thus leading to the non deployment of the filterwire. The procedure was completed with alternate device. There were no patient complications as a result of this event.